Manufacturer narrative:
(B)(4) date sent: 3/8/2022 h11=corrected data=h6 h6: investigation conclusions: add d14 h6: investigation findings: add c20 h6: component code: add g07002; add g0405204 investigation summary (additional comments): we were unable to investigate further for dropping or ejecting clips as device was not able to be fired.

Manufacturer narrative:
(B)(4). Date sent: 1/21/2022. D4: batch # v9595x. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined the el5ml device was returned with no damage in the external components, with 2 malformed clips inside of a plastic bag, and with a retainer. In an attempt to replicate the reported incident, the instrument was cycled and no clips were fed into the jaws even though the device was actuated on several occasions. The device was disassembled in order to evaluate the condition of the internal components and dried body fluids were found inside the shaft that did not allow the clips to advance. Six clips were also found inside the clip track. In addition, the welded jaw retainer assembly was noted to be bent. No conclusion could be reached regarding what may have caused the feeding incident. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following: "caution: do not excessively twist or torque the instrument jaws when positioning or firing the instrument on a tubular structure or vessel. Excessive twisting or torquing may result in clip malformation. Do not insert the clip applier through a trocar if a clip is present in the jaws. This may result in clip malformation, dislodged clips, or damage to the instrument. If a clip is present in the jaws, fully squeeze the trigger against the handle, then fully release the trigger to release the clip from the jaws before inserting the device through the trocar." As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure there were malformed clips and clips dropped out of device. It is unknown how procedure was completed. There was no patient consequence.

Manufacturer narrative:
(B)(4). Medical device: batch # v94w4z. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified. Device received and analysis is in progress and has not yet been completed. Upon completion of device analysis, a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.